Event description:
Additional information was received indicating reprogramming was performed to resolve the event. The patient was stable.

Event description:
During a remote follow up, far field r wave oversensing resulting in inappropriate mode switching was observed on the device. Reprogramming was recommended but has not yet been performed. The patient was stable and will continue being monitored.